Event description:
It was reported that when the patient presented to the clinic the physician accidently started the cyber security update and the device went into bvvi. The patient was symptomatic with pacemaker syndrome due to bvvi pacing. The device was restored and device returned to normal functions and the patient symptoms went away. The physician decided not to upgrade this patient to the new cyber security firmware.